Event description:
It was reported that during a lap cholecystectomy, while applying normal force, several clips crisscrossed and had to be removed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.